Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and error 1126 was confirmed in the logs, indicating low fiber power warnings. The suj was installed onto a golden system, and error 1126 was replicated in the error logs. The unit was tested on a test platform where it failed the fiber power tests. Installed a golden fiber cable and the unit passed all tests. As a result of these findings, failure analysis was able to conclude that the fiber optic cable was the root cause of the reported event. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgical staff called in to report that a non-recoverable 40067 fault occurred and was resolved with a power cycle. The site continued with the case robotically. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called back in to report that the site had converted the procedure to laparoscopic surgery. The isi technical support engineer (tse) confirmed the fiber communication errors on universal surgical manipulator (usm) 3 and guided the csr with the process of disabling usm 3 for a following procedure. There was no reported injury.